Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 physical sample submitted for evaluation. The reported issue of leakage was confirmed upon inspection and testing of the samples. Analysis of the sample showed that the septum in the returned q-syte connector was damaged, which allowed fluid to leak from the connector. As the device has been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. There were no distinguishing features which could aid in identification of a specific root cause. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
It was reported that the bd q-syte closed luer access device leaked. The following information was provided by the initial reporter translated from japanese to english: it was reported that liquid leaked from the q-syte (not sure if it was the septum). When a single q-syte was attached to an extension tube from another manufacturer and a nipro locking syringe was used to administer a medicinal solution, liquid leaked from the q-syte part and air was introduced into the syringe and extension tube.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.